Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a (B)(6) driveline infection. On approximately (B)(6) 2016, the patient underwent a surgical debridement/revision of the driveline. Following the debridement, cultures continued to be positive for mrsa. The patient was listed as (B)(6) on the transplant list and on (B)(6) 2016, the patient received a heart transplant.

Manufacturer narrative:
No equipment was returned for evaluation as it was reportedly disposed following the transplant procedure. A direct correlation between the report of infection and the device could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.